Event description:
Accident with a seated walker: while leaving (B)(4), an (B)(6)-year-old man tired of walking and sat down on his seated walker. His adult son began pushing him the rest of the way towards his car, which was parked in a handicapped parking space nearby. The walker's front wheels caught in the seam between the roadway and sidewalk and/or anti-skid bumps on the sidewalk ramp, causing the walker - with the man on it - to tip over backwards in the direction of motion. The man sustained a bleeding injury to the back of his head, lost consciousness, and went into cardiac arrest. Despite CPR by an on-site emt and responding city emts, the man expired in the emergency room at (B)(6), 90 minutes after first falling with the walker.